Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced muscle stimulation causing the arm to twitch everytime the device delivers an atrial pace, low impedance was also noted, capture and sensing were normal. No intervention had been reported.